Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the display board. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during prime delivery. The customer states that the reservoir is hard to screw in when the issue occurs. The caller did not know the blood glucose reading. No significant events leading up to the event. Advised to return the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.